Event description:
The doctor was attempting to place a dialysis catheter into the left groin. The guide wire frayed. The catheter was removed and a new catheter was obtained and placed without incident.